Event description:
During pneumonectomy, the surgeon fired the stapler across the pulmonary artery and upon release no staples were deployed resulting in profuse bleeding.what was the original intended procedure?pneumonectomy.